Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a primary bhr surgery was performed on (B)(6) 2007, the patient experienced an unspecified adverse event that requires revision surgery. It is unknown if the revision surgery has already been scheduled. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: it was reported that after a primary bhr surgery was performed, the patient experienced an unspecified adverse event that requires revision surgery. It is unknown if the revision surgery has already been scheduled. As of today, the implanted devices, all of which were used in treatment are not accessible for testing. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, device labelling / IFU, risk management, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. No further actions are required at this time. As of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the unspecified adverse event. With the limited information provided, the patient impact beyond the reported unspecified event cannot be determined. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.